Event description:
In review of published literature, these findings were noted. Frederico bastos goncalves, md, an jairam md, michiel t. Voute, md, adriaan d, moelker, md, phd, ellen v. Rouwet, md, phd, sander ten raa, md, phd, johanna m. Hendriks, md, phd, and hence j. M. Verhagen, md, phd, "long-term clinical outcome and morphologic analysis after endovascular aneurysm repair using the excluder endograft" copyright 2012 by the society for vascular surgery. Between (B)(6) 2000 and (B)(6) 2007, 144 pts underwent endovascular repair of abdominal aortic aneurysms using gore excluder aaa endoprostheses at (B)(6) medical center. The mean age was (B)(6) years. The 88% of the pts were male. The article describes that sixteen pts had aneurysm growth greater than 5mm without evidence of endoleak, otherwise known as endotension.

Manufacturer narrative:
Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.